Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). Failure (event) observed during analysis. Visual analysis found medical adhesive on the distal ring electrode. This would cause the reported noise and high impedance. Further analysis found a ring electrode masking on the lead body.